Manufacturer narrative:
The devices used during the reported event are not available for evaluation. The serial number of the reported handpiece was not provided therefore we were unable to review the lot/device manufacturing records.

Event description:
A report received from a user facility in the (B)(6) stated that the surgeon noticed a tiny metal shard entering the eye during phaco. The particle was recovered safely but not kept. There was no report of patient's injury.

Manufacturer narrative:
Serial number # included. One bl3170 stellaris handpiece, serial number (B)(4) was returned for evaluation. The visual inspection found the nose cone dented and the cable damaged, the wire inside are kinked. Microscopic examination of nose cone and treads found no loose or missing material. The examination through the aspiration tube found no visible particle present. The particle was not returned for evaluation therefore we are unable to determine the nature and source of the reported particle. The device history review was completed with no anomalies noted.